Event description:
It was reported nurse was installing powerglide midline in a patient with difficult access, where midline tries to position in the vein but when generating resistance, he tries to recanalize catheter in the probe with the guide to try again the cannulation process, but he feels resistance in catheter and when withdrawing he realizes that catheter was crossed with a bevel needle. The solution was to use another midline of another gauge, and it is achieved with success. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a 20 g powerglide pro were returned for evaluation. An initial visual observation of the photographs showed a damaged catheter and guidewire. The guidewire was protruding from the needle tip and appeared to be bent and deformed. It appeared the needle had punctured through the catheter shaft. Repeated advancement and retraction against resistance may have contributed to the damage. However, based on the photograph, the exact root cause of the damage could not be determined. Use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.